Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly failed to cut. It was further reported that during the activation electrode allegedly became flattened. Therefore, a fistula was not created, and the procedure was abandoned. There was no reported patient injury.

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly failed to cut. It was further reported that during the activation electrode allegedly became flattened. Therefore, a fistula was not created, and the procedure was abandoned. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR has been inadvertently submitted with FDA rn number as (B)(4). The correct FDA rn number is (B)(4). H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: a sample evaluation was performed. Received one 4f venous catheter as part of the wavelinq catheter system. The electrode appeared depressed. Electrode height was measured and was found to be approximately 0.595mm. A tissue cut test could not be performed due to there being no arterial catheter returned. The investigation is confirmed for material deformation based on the sample evaluation. The investigation is inconclusive for failure to cut due to functional testing not being possible. The root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate h10: d4(expiry date: 02/2022). H11:h6(method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.